Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation of a different event. During investigation, it was found that the meter display exhibited white spots on the lcd segment. No information was captured as the customer's weight was not provided. The original event associated with this report is 1810909-2020-00142.

Event description:
The customer returned the contour next one meter for investigation of a different event. During in-house investigation, it was determined that there were strings of white spots over the blood glucose readings. There was no allegation of an adverse event. A replacement meter kit was sent to the customer.